Event description:
It was reported that an intravenous catheter started to leak blood from the flexible catheter near the insertion site to the patient. There was no patient harm occurred during the event.

Manufacturer narrative:
B3. Date of event, selected as (B)(6) 2026, as the event date is unknown. D4. Primary UDI number, left blank as the UDI number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.